Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) evaluated the ventilator and verified the customer reported malfunction. The cse replaced the battery, which resolved the issue. The unit passed all tests and calibrations, and was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator restarted when the main power fluctuated. Although the ventilator did not stop cycling, the patient was manually ventilated and transferred to another unit without harm.